Event description:
It was reported that the patient is being replaced due to battery depletion. During replacement surgery, high impedance and low output current were observed. A full revision was performed and the lead and generator were replaced. The explanted lead and generator has been received and is pending product analysis. No additional relevant information has been received to date.

Event description:
Product analysis was performed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. It was observed that high impedance occurred prior to the battery replacement surgery. Product analysis was performed on the returned lead. Abraded openings were observed on the inner and outer tubes and were likely due to wear. There was no evidence to suggest an anomaly or discontinuity had occurred with the returned portions of lead. A large portion of the lead assembly (body) including the electrode array section was not returned for analysis, and therefore an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Manufacturer narrative:
B6. Relevant tests/laboratory data, including dates - correction - the information was inadvertently not added to supplemental #01.